Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa claims the jaws of the device were not lining up correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and jaws. Microscopic inspection showed the heater wire was slightly flexed away but remained attached to the tip and at the base of the hot jaw. Charred tissues were observed on the jaws. The silicone insulation appeared intact with no signs of cracks nor delamination. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. However, it was observed that the jaws remained partially opened. The jaws were cleaned using saline soaked gauze to remove charred tissues. The blue toggle switch was manipulated again to simulate opening and closing of jaws. It was observed that the jaws still remained partially opened even when the toggle was already fully pulled back. The heater wire was slightly flexed but was not obstructing the jaws from closing. The jaws do align but don't match up. Based on the returned condition of the device and the evaluation results, the reported failure mode "mechanical issue" was confirmed. The analyzed failure mode "bent wire" was also confirmed. The shop floor paperwork was reviewed for the hemopro 2 device. All the test results meet the specifications and requirements. There were no non-conformities observed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa claims the jaws of the device were not lining up correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.